Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4)

Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced and returned for further investigation. Simulated use testing of the air gas module reproduced the problem. It was concluded that there was a faulty inspiratory valve flow controller printed circuit board (pcb) inside the air gas module causing the problem. The received device log files has confirmed the issue with a failed internal leakage and pressure transducer test during pre-use check. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.